Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Both leads were explanted due to noise and possible fracture from subclavian crush. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 23.5cm and 31.5cm distal to the is1 connector pin. The proximal, medial and distal fragments were received for analysis. A part of the insulation including a part of the conductor coil of the distal fragment was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed cuts into the insulation (22.5cm distal to the is1 connector pin), a deformed inner conductor coil (22cm proximal to the lead tip) and a deformed fixation helix, which most likely resulted from the extraction procedure. However, on the available lead fragments, no damages could be found that could be clearly related to the reported oversensing. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.